Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the manufacturing records was performed and indicates that there were no quality concerns associated with the manufacturing process.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2012 and mesh was implanted. It was reported that the patient removal surgery and recurrent incarcerated incisional hernia repair surgery on (B)(6) 2018 during which the surgeon noted the small bowel was incarcerated and the mesh was not well incorporated. It was reported that the patient experienced severe pain, bowel obstructions, dense adhesions, mesh detachment, nausea, bulging, inflammation, stress and anxiety. No additional information is provided.

Manufacturer narrative:
Date sent to the FDA: 11/04/2024. Additional information: d3, d4 (primary UDI #). It was reported that the patient underwent laparoscopic and open repair of complex multiple recurrent ventral incisional hernia on (B)(6) 2018 and a proceed mesh was implanted. No additional information can be added. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.